Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2004. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a replacement device placed approximately one month prior to this report and his healthcare provider did not want to turn the device up because it was ¿new.¿ the exact reason why was unknown. The patient was in the hospital at the time of the report because ¿the food and all that stuff isn't going fast.¿ the patient also had a loss of therapeutic effect. Two and a half weeks later it was reported that the cause of the event was unknown. Impedance measurements were normal. The patient was reprogrammed on (B)(6) 2013 and gave a ¿good reading.¿ the patient's status was undetermined at the time of the report.